Event description:
User facility reported "a perforation at both the lft and right cornua". During follow-up on 2/13/09, the physician reported he attempted a novasure ablation following a successful cavity integrity assessement (cia) test. After 45 seconds into the ablation the controller "shut down." He removed the disposable device and performed a hysteroscopy without good visualization. He then did a laparoscopy and saw a "very small" perforation at each cornua and one at the fundus, measuring approx 1cm in diameter. Additionally, he reported "there was very light blanching on the surface of the uterus, at the perforation sites, but no evidence of thermal injury to surrounding tissue or bowel." No treatment was needed and the pt was discharged home the same day. During follow-up on 3/4/09, it was reported the attempted ablation took place on 12/1/08. Additionally, she reported the pt has been seen on follow-up and is doing well.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot and serial number were not provided by the complainant.